Event description:
The dealer states the device runs for about 10 minutes, then the device alarms, and goes to red from green. The end user told the dealer he looked "inside" the case and saw 2 green 1 red light.